Manufacturer narrative:
(B)(6). The device was received for evaluation. A functional test was performed and evidence of leak was noted at the solvent-bonded junction of the tubing and stressmember. The reported condition was verified. The cause of leak was due to a manufacturing assembly error. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a small volume intermate leaked. This was noted during the compounding process. The device was filled with 0.9% sodium chloride. There was no patient involvement. No additional information is available.